Event description:
User reported false negative result. No information on follow up testing was provided. Report 2 of 2.

Manufacturer narrative:
Report required by FDA for eua. Eua (B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) (3014862188-2021-01828 test 1 of 2).

Manufacturer narrative:
In section b2, "congenital anomaly/birth defect" has been deselected after being inadvertently selected in initial report.